Manufacturer narrative:
Per customer, this issue re-occurs every few weeks, whereby the laboratory will obtain a sample result which displays atypical lipase values. The sampling order and contamination parameters have been checked by the customer contact and are correct. The specimen was returned to bci (B)(4) for investigation. Testing was conducted over three lots of lipase reagent, including the reagent lots used by the customer at the time of this event. The results from both, the au681-03e and the reference instrument across the three reagent lots are provided below. A root cause for this event has not been determined. Analyzer: au681-03e, rg lot 9830: 20.84, rg lot 1026: 12.17, rg lot 1173: 10.03; alternate instrument, 12.83,11.04, 8.79. Units: u/l.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to an erroneously high lipase result of 156.2u/l generated by the au681-03e chemistry analyzer. The reaction monitor for the instrument displayed a non-typical curve. A subsequent testing on an alternate instrument produced a lower result of 15.39u/l, and the reaction monitor displayed a typical curve. The result was not reported out of the lab. There was no effect to patient treatment.